Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was not impacted. The customer continued to use the pump for insulin therapy as the pump had enough battery left for use.

Manufacturer narrative:
(Add code 1371).

Event description:
At the time of the event, it was reported that the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle.